Manufacturer narrative:
Results of evaluation: conclusion: based on the functionality testing the instrument was confirmed with a failure to arm. Weld depth measurements indicate skewness in knife collar which can be a cause of the failure to arm. The welding process is currently being reviewed.

Event description:
During an unk procedure, it was reported that the device had a mechanism defect. There was no pt consequence.